Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose (bg) ranged from 301-346 mg/dl. Reportedly, the supplies were changed to address the event and insulin delivery was resumed. At the time of report, bg was 248 mg/dl.